Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer from a manufacturer's representative regarding a patient who was receiving 15 mg/ml morphine at the minimum rate of mcg/day via an implantable pump for non-malignant pain, joint pain/arthritis/failed back syndrome. On (B)(6) 2016, it was reported that the patient's pump began alarming on (B)(6) 2016. The patient developed flu-like symptoms, cramping, nausea, vomiting, and increased pain. The pump logs showed multiple resets, low battery resets, and safe state logs, for which the alarm was attributed. The patient was being monitored by the healthcare provider and was being given oral medications. The patient was scheduled for a pump replacement.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was provided by a manufacturer¿s representative (rep). The pump was replaced on (B)(6) 2016 and would be returned for analysis. The physicians wanted an analysis report. The patient¿s catheter was patent and had a great flow. The pump was at minimum rate and the patient was reportedly doing great. The device was used with/in the patient and was intended for treatment. The drug in the pump was indicated as "other." A patient death was not reported. It was reported that the patient recovered without sequela. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient's weight at the time of the event was indicated as having been (B)(6) pounds.

Manufacturer narrative:
Analysis of the pump found that there was high resistance in the pump battery. Eval code-result updated. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.